Manufacturer narrative:
This complaint was involved with 3 devices: device 1 is being reported under MDR 2247858-2017-00026. Device 2 is being reported under MDR 2247858-2017-00027. Device 3 is being reported under MDR 2247858-2017-00028. Attachment: [MDR 2247858-2017-00028 - device 3 follow-up evaluation.pdf].

Event description:
"Dr. (B)(6) , at (B)(6) hospital, implanted a relay on (B)(6) 2017. The patient had a pau with imh and had pain and hypertension which were both poorly controlled. The relay implantation went fine with no untoward effects. Three days later, on (B)(6) 2017, the patient suffered a retrograde dissection that involved the ascending aorta and the innominate artery and right common carotid artery. The patient subsequently had open surgical repair of the ascending aorta and the innominate artery and right common carotid artery." Patient outcome: "patient remains in ICU post surgical repair as of (B)(6) 2017."

Manufacturer narrative:
A bolton medical employee became aware of this event on (B)(6) 2017, the day after the event. However due to a misunderstanding of the requirements for medical device reporting, the employee did not submit the complaint to our quality assurance department until (B)(6) 2017. The employee will be retrained to the medical device reporting procedure to prevent reoccurrence. This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2017-00026, device 2 is being reported under MDR 2247858-2017-00027 and device 3 is being reported under MDR 2247858-2017-00028.

Event description:
"Dr. (B)(6), at (B)(6) hospital in (B)(6), implanted a relay on (B)(6) 2017 . The patient had a pau with imh and had pain and hypertension which were both poorly controlled. The relay implantation went fine with no untoward effects. Three days later, on (B)(6) 2017, the patient suffered a retrograde dissection that involved the ascending aorta and the innominate artery and right common carotid artery. The patient subsequently had open surgical repair of the ascending aorta and the innominate artery and right common carotid artery." Patient outcome: "patient remains in ICU post surgical repair as of (B)(6) 2017."